Manufacturer narrative:
A philips remote service engineer (rse) remoted in to review alarm settings and audit logs after staff reported that the non-sustained vtach alarm was not sounding, confirmed alarm thresholds and volumes, suggested increasing yellow alarm volume for better differentiation, and coordinated with biomed and the local clinical specialist to review alarm settings and consider changes to reduce alarm fatigue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the tachycardia alarm was not sounding. The device was in use on a patient at time of event, there was no adverse event reported.